Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention has been completed at this time. The patient is stable.

Event description:
Additional information was received that a revision procedure was performed. The right ventricular (rv) lead was capped and a new rv lead was implanted.